Event description:
It was observed that during the evaluation, the ultrasound bronchofibervideoscope adhesive on bending section cover (a-rubber) is detached. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the adhesive on bending section cover (a-rubber) is detached. Based on the results of the investigation, the most probable cause of the additional failure(s), indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported event. Olympus will continue to monitor field performance for this device.